Event description:
No blood glucose levels reported. The customer reported frequent motor error alarms from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.